Event description:
The patient reported experiencing elevated blood glucose on (B)(6) 2010 and she went to the hospital due to ketonemia. At 9:45 am, her blood glucose measured 399 mg/dl and she took 10 units of insulin. She was instructed to disconnect from the infusion device. She switched to an alternate form of insulin therapy and her blood glucose lowered to 150 mg/dl. The patient was advised to change the insulin cartridge and infusion set. No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.